Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Inlet pressure (ip) was 0.0 with circulation pump 100 percentage the device has 11016.8 and no records of the 2k pm being done recently, they would order the parts and do the work himself. Per follow up, spoke with biomed who noted a failed circulation pump. The pump was replaced onsite, and the device was back in service. No patient involved at the time of the malfunction. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labelling related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 2 (pre-warm inlet pressure error) and has no vacuum, inlet pressure (ip) was 0.0 with circulation pump 100 percentage the device has 11016.8 and no records of the 2k pm being done recently, they would order the parts and do the work himself. Per follow up information received via mail on 17dec2024, spoke with biomed who noted a failed circulation pump. The pump was replaced onsite, and the device was back in service. No patient involved at the time of the malfunction.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 2 (pre-warm inlet pressure error) and has no vacuum, inlet pressure (ip) was 0.0 with circulation pump 100 percentage the device has 11016.8 and no records of the 2k pm being done recently, they would order the parts and do the work himself.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.